Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "75-76 ml delivered but the 100 ml bag was already empty. Patient involvement: yes, death/serious injury: no, human harm: no, delay in therapy: no, medical intervention needed: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005. (B)(4).

Event description:
The event was reported by a customer from USA: over delivery of fentanyl and ivicane.